Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 2031642-2016-03034 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit went to ventilator inoperative with error code of pressure regulation high. The customer reported that there was no harm to the patient or the user.